Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci) procedure, after implantation of a cypher select plus 3.0 x 18 mm stent, the physician experienced withdrawal difficulty of the stent delivery system (sds) balloon. The report indicated that the balloon seemed to stick/adhere to the stent. There was no reported patient injury. The patient had a good outcome. Additional information has been requested.

Manufacturer narrative:
The target lesion for the procedure was the left anterior descending (lad). The lesion was reported to be: not calcified, 20 mm length, and type c. There was no reported problems noted on inspection of the device or in prepping the device. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.